Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 100 bd vacutainer® sst¿ blood collection tubes experienced a loose closure/stopper creep out, causing a serious injury in the form of exposure to (B)(6) blood. The following information was provided by the initial reporter: they have experienced a loose cap issue for several years. They mentioned loose cap occurs when transporting or centrifuging tubes. This time, a person was exposed to (B)(6) blood due to a loose cap. They asked bd to experiment with opening caps, adding fluid inside the tubes and observing whether caps come off. Update: customer transports samples from different hospitals to lab. They have found several loose caps during transporting or after centrifugation. They said it happens almost every day, even though they follow the bd instruction of how to open and close the cap.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 100 bd vacutainer® sst¿ blood collection tubes experienced a loose closure/stopper creep out, causing a serious injury in the form of exposure to hepatitis b positive blood. The following information was provided by the initial reporter: they have experienced a loose cap issue for several years. They mentioned loose cap occurs when transporting or centrifuging tubes. This time, a person was exposed to hepatitis b positive blood due to a loose cap. They asked bd to experiment with opening caps, adding fluid inside the tubes and observing whether caps come off. Update: customer transports samples from different hospitals to lab. They have found several loose caps during transporting or after centrifugation. They said it happens almost every day, even though they follow the bd instruction of how to open and close the cap.